Event description:
This lv lead was implanted on (B)(6) 2010 and was explanted on (B)(6) 2010 due to high thresholds. The physician was dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).